Manufacturer narrative:
The device history records were reviewed and did not reveal any anomaly that could explain the reported event. The complaint reported an underdrainage 2 months after implantation of an osv ii valve system (ref 909713). The valve was replaced by a programmable valve system. No patient injury was reported. Early underdrainage is a known complication of valve therapy, as stated in the product instructions for use. Since no device is available for investigation, the complaint is unverifiable and its exact root cause could not be determined.

Manufacturer narrative:
The device has not yet been returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A product specialist reported on behalf of the customer that a (B)(6)-year-old female with an implanted 909713 osv ii presented with ventricular increase upon magnetic resonance imaging examination and symptoms of intracranial hypertension. The implant was removed on (B)(6) 2018 and was replaced by a programmable valve system (sofisa). Additional information has been requested.